Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
The sales rep reported a portion of the distal tip of their driver broke off in the patient while taking the driver out of the patient after inserting a screw during a shoulder procedure. The surgeon was able to get the broken piece out of the patient and complete the procedure with another driver. There were no patient consequences or delays. The device is being returned for evaluation. No further details were available.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the driver is broken. It is unknown how old the device is as it is worn indicating heavy use. The shaft is a stainless steel shaft therefore it is possible that excessive force was exerted at an off angle on the device causing it to break. Other than this possibility, a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint history for this device, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported a portion of the distal tip of their driver broke off in the patient while taking the driver out of the patient after inserting a screw during a shoulder procedure. The surgeon was able to get the broken piece out of the patient and complete the procedure with another driver. There were no patient consequences or delays. The device is being returned for evaluation. No further details were available.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation confirms the distal tip of the driver is broken. It is unknown how old the device is as it is worn indicating heavy use. The shaft is a stainless steel shaft therefore it is possible that excessive force was exerted at an off angle on the device causing it to break. Other than this possibility, a root cause for this failure cannot be discerned. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint history for this device, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported a portion of the distal tip of their driver broke off in the patient while taking the driver out of the patient after inserting a screw during a shoulder procedure. The surgeon was able to get the broken piece out of the patient and complete the procedure with another driver. There were no patient consequences or delays. The device is being returned for evaluation. No further details were available.